Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the plpul2020, ultra surgical smoke evacuation pencil device was used in an unnamed procedure on (B)(6) 2024, and ¿customer is routinely using monopolar cut (pure & blend modes) and coag (pinpoint & spray). The wattage is typically 50w for both cut and coag. They are reporting large flare-ups and undesired arcing. They're concerned the esu is too strong vs old unit.¿. Further assessment found that these were seen coming from plpul2020, not the 60-2450-120 esu. The flare-ups were described as vapor-like ignitions and electrical arcing from the tip of the bovie.¿. The sales representative ¿advised turning the power wattage settings down" and "the reports went away". The ¿flare-ups¿ and arcing were "seen inside ¿deep pocket¿ of total hip replacement (in-patient) where there are a lot of conducive tissue layers.". The surgeon used "short bursts of coagulation to control the flare-ups.". He was also advised "to reduce the power settings from 50w down to 30w and only increase if needed" and to change "coag spray to pinpoint.". The sales representative believed that "the surgeons were using very high-power wattage output settings and not using pinpoint to reduce the spray effect of coag.... After recommending the surgeons reduce the wattage settings," the sales representative "received positive feedback that the lower wattage helped achieve more desirable effects and outcomes.". There was no report of injury, medical/surgical intervention or extended hospitalization required for any patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. The 60-2450-120 will be named as a concomitant device. There are no allegations against it.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 19 reports, regarding 19 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the plpul2020, ultra surgical smoke evacuation pencil device was used in an unnamed procedure on (B)(6) 2024, and ¿customer is routinely using monopolar cut (pure & blend modes) and coag (pinpoint & spray). The wattage is typically 50w for both cut and coag. They are reporting large flare-ups and undesired arcing. They're concerned the esu is too strong vs old unit.¿. Further assessment found that these were seen coming from plpul2020, not the 60-2450-120 esu. The flare-ups were described as vapor-like ignitions and electrical arcing from the tip of the bovie.¿. The sales representative ¿advised turning the power wattage settings down" and "the reports went away". The ¿flare-ups¿ and arcing were "seen inside ¿deep pocket¿ of total hip replacement (in-patient) where there are a lot of conducive tissue layers.". The surgeon used "short bursts of coagulation to control the flare-ups.". He was also advised "to reduce the power settings from 50w down to 30w and only increase if needed" and to change "coag spray to pinpoint.". The sales representative believed that "the surgeons were using very high-power wattage output settings and not using pinpoint to reduce the spray effect of coag.... After recommending the surgeons reduce the wattage settings," the sales representative "received positive feedback that the lower wattage helped achieve more desirable effects and outcomes.". There was no report of injury, medical/surgical intervention or extended hospitalization required for any patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. The 60-2450-120 will be named as a concomitant device. There are no allegations against it.